Manufacturer narrative:
The reported event was confirmed. Visual inspection noted that one temperature sensing catheter was received. Visual evaluation noted that there were no obvious defects observed. Attempted to inflate the balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). It was noted that the balloon difficult to inflate. It could be seen through what the little solution was able to advance into the balloon that the inflation notch was not completely perforated. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure mode could be due to inadequate pressure on the machine to punch. The product used for the treatment purposes. The product had failed to meet the specifications, and was influenced by the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling review was not performed due to the labelling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter difficult to deflate. Also stated that it was difficult to remove the sterile water. As per the additional information received via email on 27jul2020 from the ibc representative, there were no surgical procedures and it was unknown whether the guide wire was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was difficult to deflate. Also stated that it was difficult to remove the sterile water. As per additional information received via email on 27 jul 2020 from ibc representative, there were no surgical procedures and it was unknown if the guidewire was used.